Event description:
Customer reportedly received results of 14 mg/dl and 127 mg/dl within 10 minutes on the active system. The customer was hypoglycemic. No report of actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).